Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level at time of incident was 533 mg/dl. The customer described nausea. The customer was treated with insulin pen and drinking 1 litre water in between 2 hours time. The device will not be returned for analysis.